Manufacturer narrative:
H3: evaluation summary: customer report of degeneration and stenosis was confirmed. The x-ray demonstrated commissures 2 and 3 were bent inwards, heavy calcification in leaflets 2 and 3 and minimal to moderate calcification on leaflet 1. Extrinsic calcific deposits were observed on leaflet 2 at the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect and 2mm on the leaflet 2 at the inflow aspect. Host tissue overgrowth, 4mm in length, was observed between leaflet 1 and 3 at commissure 1 on the inflow aspect. Host tissue overgrowth was heavy at the stent circumference at the inflow aspect. Wireform was exposed at commissure 2 on the outflow aspect and metal band was exposed all around the valve on the inflow aspect. A suture remained attached to the sewing ring at commissure 1. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 3300tfx23mm valve model implanted in the aortic position was explanted after an implant duration of 9 years and 10 months due to degeneration leading to stenosis. This event involved a 69-year-old patient who presented with historical heart murmur. Another 23mm surgical device was implanted in replacement. The patient was noted as to be discharged home.

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date). Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. CAPA/scar/pra is not required as there are no confirmed product or labeling nonconformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation." In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.